Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received: adding implanted date: on (B)(6) 2023. Adding explanted date: on (B)(6) 2023. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding health effect - clinical code 1930. This is a follow up report to add this additional code. Correcting UDI#: from (B)(4). This is a follow up report for this corrected information. Correcting lot# from unk to 506904. This is a follow up report for this corrected information. Device received for this event is being corrected from astratech impl ev 3.6s 9mm os catalog#: 26312 to primetaper ev ø3.6 x 13mm os catalog#: 68011093. This is a follow up report for this corrected information.